Event description:
Account stated that the head section was raising unintentionally.

Manufacturer narrative:
Account stated that he found that one of the head up switches was stuck on one of the head siderails. Account stated that he replaced the rh caregiver control label to resolve the problem with the head section running up unintentionally. The rh caregiver label was defective. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.